Event description:
During the procedure, a piece of the jaw broke off. There was no serious injury report.

Manufacturer narrative:
As of the date of this report, the device has not been returned to ascent healthcare solutions by the customer. The evaluation of the device and the completion of this report are on hold until the device can be evaluated. A f/u report will be submitted if and when the device is returned and the investigation can be completed.